Manufacturer narrative:
The physical device was not returned. If the device is received, a supplemental report will be submitted with the investigation results. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data confirmed that a 3.9 u bolus was delivered on (B)(6) 2026. The bolus record for this 3.9 u bolus showed that no carb or blood glucose value was entered and that the total bolus was user adjusted from 0 u to 3.9 u. Without log files, it could not be determined if the controller was interacted with to program and start this 3.9 u bolus. The exact cause of the reported uncommanded bolus could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 controller/personal diabetes manager (pdm) appeared to deliver an unexpected manual bolus of 3.9 units without user interaction. The patient already had insulin on board before the additional bolus. The patient's blood glucose level dropped to 2.7 mmol/l (49 mg/dl). No information regarding treatment was provided. It was not reported that medical assistance was sought. A replacement pdm was issued to the patient.